Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) privacy laws. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a synergy cranial procedure, the software became unresponsive on the registration task. A re-boot of the navigation system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: type of reportable event inadvertently checked as serious injury on the initial 3500a. Changed to malfunction. The software investigation found that the reported event would not be inconsistent with an underlying memory corruption issue but was related to a software system performance issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative reported that the issue has not recurred.